Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient¿s reason for calling was to report that sometimes they felt a shocking sensation and to inquire if ¿anything to do with the surgery, like the wires or anything.¿ also, to see if it would ¿show up on the screen of the device if there was a malfunction?¿ the patient confirmed that they were describing the screen of the programmer. The patient clarified that the shocking sensation was like a tingling, adding that they weren't worried about that. There were no further complications reported.